Manufacturer narrative:
(B)(6). Manufacturer date is unknown as lot no was not provided (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
During a cataract procedure, the surgeon observed fragments from the tip on the patient¿s operative eye. The incision was enlarged to remove the fragments on the same procedure. The procedure was completed successfully. The patient outcome is well.

Manufacturer narrative:
The suspect product was not returned; therefore, no testing can be completed. Lot number was not provided; therefore, manufacturing record review cannot be performed. The reported event cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.